Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient was uncomfortable as the system was mobile in the pocket. The device was approaching elective replacement. The physician decided to explant and relocate the new system. The procedure was successful, the patient did not experience any complications. The patient was see for follow up wound check and was doing good.